Event description:
A maquet service tech performed maintenance on our maquet yuno table. Below are the notes straight off of the service ticket."inspected unit and found problem was a mechanical issue. When the customer externally rotates the boot on the traction device they could not get it tight enough to keep the boot from rotating when the physician was applying traction. Disassembled and cleaned components and there is no other external adjustments. This improved some. The component still shouldn't be as difficult to tighten. I notified sales and recommended that the traction devices be replaced under warranty. Potential product complaint was created. Unit was tested and returned to service."as of today, our facility hasn't received the new traction device. However, our or director stated the maquet sales rep communicated in a phone call earlier this week that he is having the new traction device shipped from (B)(4).this problem continues to occur at this facility and has been reported in the past. No patients or staff have been harmed, but this type of problem presents the possibility for patient/staff harm.====================== manufacturer response for maquet yuno table and traction device, (brand not provided) (per site reporter).====================== the manufacturer has known since 8/21/2013. We were told earlier this week they are shipping a new device in from (B)(4).